Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels up to 325 mg/dl following an infusion site change. During troubleshooting the user found a bent cannula and performed a full supply change, after which insulin delivery resumed and bg declined to 231 mg/dl. The user was not hospitalized and reported no long-term health effects.